Event description:
The customer observed falsely elevated architect tsh results for one sample. The following data was provided: sid (B)(6). (B)(6) 2024 initial tsh result 6.22 uiu/ml, repeated 4.96 uiu/ml. Previous value 1.547 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer confirm the complaint issue. The ticket search by lot number indicates that the product lot is performing as expected. Return testing was not completed as returns were not available. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance was reviewed using field data. The median population result for the complaint lot(s) are within established limits, indicating that the lot(s) are performing acceptably in the field. A review of the labelling addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect tsh results for one sample. The following data was provided: sid (B)(6) . (B)(6) 2024. Initial tsh result 6.22 uiu/ml, repeated 4.96 uiu/ml. Previous value 1.547 pg/ml. No impact to patient management was reported.